Event description:
Report received from the USA stating that the device does not work. Device was not used in surgery. Date of the event is unk. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).